Manufacturer narrative:
The reported leaflet tear was confirmed. Leaflet 1 was torn. No acute inflammation or significant calcifications were present. X-ray inspection of the returned valve demonstrated deformation of stent post 3, which appeared twisted. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or if the stent deformation contributed to the leaflet damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This review was inclusive of the final inspection videos. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation did not demonstrate loss of collagen in the tissue. One stent post was deformed and twisted. A bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. It is unknown whether the stent deformation occurred before or after the valve explant, and the cause of the torn leaflet could be conclusively determined.

Manufacturer narrative:
The reported event of a torn leaflet was confirmed. One photo of the outflow surface of the valve was received from the field, which displayed one leaflet torn away from its stent post. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 25mm trifecta gt valve was implanted. On (B)(6) 2020, the patient came to emergency room having dyspnea and fatigue. On (B)(6) 2020, the patient was hospitalized and had cardiology consultation. Tee on (B)(6) 2020 indicated severe aortic valve insufficiency, mobile valve leaflet due to leaflet tear in left coronary position. On (B)(6) 2020, the valve was explanted due to valve tear. The patient is stable and discharged.